Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion occurred. The procedure was cancelled. It was reported that a versacross connect laac access solution was selected for use during a watchman procedure. A trace effusion was noted prior to the procedure. A first transseptal access was performed, however it was stated that there was no watchman sheath alignment. Hence, a second transseptal access was performed and trusteer delivery sheath was used. While positioning the trusteer sheath with a non-boston scientific multipurpose catheter, a small and circumferential pericardial effusion was observed, representing a change from the baseline status. The procedure was cancelled. Therefore, heparin was reversed and a pericardiocentesis was performed, removing 300cc of fluid. The patient remained stable and was kept overnight for observation, expecting to fully recover. It was anticipated to discharge the patient next day. Patients blood pressure remained stable throughout the entire time. It was also reported that the wire was advanced and pulled back multiple times. The device is not expected to be returned for analysis.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the update field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A pericardial effusion occurred. The procedure was cancelled. It was reported that a versacross connect laac access solution was selected for use during a watchman procedure. A trace effusion was noted prior to the procedure. A first transseptal access was performed, however it was stated that there was no watchman sheath alignment. Hence, a second transseptal access was performed and trusteer delivery sheath was used. While positioning the trusteer sheath with a non-boston scientific multipurpose catheter, a small and circumferential pericardial effusion was observed, representing a change from the baseline status. The procedure was cancelled. Therefore, heparin was reversed and a pericardiocentesis was performed, removing 300cc of fluid. The patient remained stable and was kept overnight for observation, expecting to fully recover. It was anticipated to discharge the patient next day. Patients blood pressure remained stable throughout the entire time. It was also reported that the wire was advanced and pulled back multiple times. The device is not expected to be returned for analysis. It was further reported that the transseptal access was straightforward, one attempt to position on septum and then crossed. Patient did have tortuous ivc leading up to ra. The wire was tented normal 1to 2 mm prior to rf application. Rf applied only once. Pericardial effusion located at circumferential. Physician does not feel it was related to transseptal, pe noted after multiple attempts to gain access into the appendage. No other issues reported. Act was therapeutic during the procedure. The device was disposed.